Event description:
I have a problem with the over the counter contraceptive called the sponge. There is a number of flaws with this product. I find it difficult to remove. The material of the sponge is not strong enough for removal. It has not been proven to be safe if pieces of the sponge is left in the body. The advice on the instruction pamphlet on how to remove the sponge is not sufficient or good enough. I may have to go to a health professional to have it removed. One day in 2007. Diagnosis or reason for use: birth control.